Event description:
It was reported that the stent partially deployed and became elongated. A 7x120x130 eluvia self-expanding drug eluting stent was selected for a percutaneous transluminal angioplasty (pta) procedure in the superficial femoral artery (sfa). An eluvia stent was previously placed successfully. The physician attempted to place the reported stent extending into the sfa and overlapping the previous stent by 15mm. Only part of the stent deployed. The thumbwheel stopped clicking, so the pull grip was used to deploy the remainder of the stent, however the stent did not come fully out of the delivery system. The delivery system was pulled back to deploy the remainder of the stent and the stent elongated approximately 6-7 cm into the healthy segment of the sfa. The delivery system was successfully removed from the patient and the stent was post-dilated with a balloon. The procedure was completed successfully and no patient complications were reported.

Manufacturer narrative:
Device eval. By manufacturer: upon receipt at our post market quality assurance laboratory, this eluvia self-expanding stent system was received with a 0.014 guidewire stuck in the device. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. The stent was deployed and was not return for analysis. The handle was disassembled, and the proximal inner was prolapsed. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage that would have contributed to deployment issues.

Event description:
It was reported that the stent partially deployed and became elongated. A 7x120x130 eluvia self-expanding drug eluting stent was selected for a percutaneous transluminal angioplasty (pta) procedure in the superficial femoral artery (sfa). An eluvia stent was previously placed successfully. The physician attempted to place the reported stent extending into the sfa and overlapping the previous stent by 15mm. Only part of the stent deployed. The thumbwheel stopped clicking, so the pull grip was used to deploy the remainder of the stent, however the stent did not come fully out of the delivery system. The delivery system was pulled back to deploy the remainder of the stent and the stent elongated approximately 6-7 cm into the healthy segment of the sfa. The delivery system was successfully removed from the patient and the stent was post-dilated with a balloon. The procedure was completed successfully and no patient complications were reported.